Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a low battery alarm and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was having battery issues earlier this month. The customers stated that the pump lost power without warning. The customer stated that the low battery alarm was triggered. The customer began to troubleshoot for blank display and the pump gave her battery out limit. The customer was advised that the pump was with battery for 10 minutes or so. The customer clarified that the pump never went into a blank display without warning because she was wearing the pump while teaching class. The customer stated that the failed battery alarmed without a battery change. The customer did not want to troubleshoot the alarms. The customer was advised to monitor the pump and call back if the issues persist.